Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a small left pleural effusion with associated atelectasis. A 21g flexision needle was used during the biopsy. Additional instruments used were compatible forceps, cytology brush and bronchoalveolar lavage. The lesion biopsied was in the left lower lobe. The lesion size was 3.7 cm. The diagnosis obtained was neuroendocrine/small cell carcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to obtain additional information regarding the reported event including any treatment/medical intervention rendered. As of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: the patient had an ion endoluminal lung biopsy procedure and experienced a small left pleural effusion with associated atelectasis. Though requested, no information has been provided regarding any treatment / medical intervention rendered.